Event description:
It was reported that during a neurovascular procedure resistance was encountered during delivery of the subject stent to the ica (internal carotid artery) c6 with severe stenosis (90 percent stenosis). When the operator attempted to adjust the subject stent, the inner body of the delivery system for the subject stent was fractured. The operator replaced the subject stent and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. On visual/microscopic inspection it was noted that the stent was returned deployed (the physician deployed it on the table after the procedure). The stent was found to be intact. The stent delivery catheter was not returned. The stent stabilizer was not returned. Functional inspection could not be performed as only stent returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint codes were undeterminable as the stent stabilizer (delivery system inner body) and the stent system outer body were not returned for analysis. The stent, which was the only part of the device returned, met specifications when received for complaint investigation based on visual inspection. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. There was 90% stenosis (unknown percentage calcification) in the target vessel. It was reported that the customer 'used balloon to dilate and then chose subject stent to deliver. During the delivery, resistance was encountered and when adjusting it, the inner body of the delivery system was found fractured so the operator took the stent out'. In the follow-up questions the customer answered on 2 occasions that the stent system could not be delivered to the lesion. The customer also answered on 2 separate occasions that the inner body was advanced independently of the outer body. This is contrary to the dfu instructions which state that it is only when the stent has traversed the lesion that the stent stabilizer is advanced independently of the stent system outer body. This may have been a contributing factor to the reported complaint codes. The stent was the only part of the subject device which was returned for analysis. The returned (deployed) stent was undamaged. Note, per the event description, the stent was deployed after the procedure by the operator on purpose. This did not happen inside the patients body. The as reported 'stent stabilizer broken/fractured during use' and 'stent stabilizer/catheter friction' will be assigned undeterminable as the stent stabilizer was not available for analysis.

Event description:
It was reported that during a neurovascular procedure resistance was encountered during delivery of the subject stent to the ica (internal carotid artery) c6 with severe stenosis (90 percent stenosis). When the operator attempted to adjust the subject stent, the inner body of the delivery system for the subject stent was fractured. The operator replaced the subject stent and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.